Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and window corners, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reported that when attempting to bolus the numbers on the insulin pump were scrolling. Customer stated that the keypad on the insulin pump was unresponsive. It was noted that the insulin pump has been dropped. Customer's blood glucose reading at the time of the call was 102 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.